Event description:
Customer reportedly received the following results on inform system 1 within 10 minutes: 1: 456 mg/dl and 186 mg/dl, 2: 186 mg/dl and 587 mg/dl. Customer also allegedly received the following results, with two different meters, within 10 minutes: 587 mg/dl (inform system 1) and 194 mg/dl (unspecified inform system 2). Results of 186 mg/dl and 587 mg/dl were not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. (B)(4).